Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported left side silicone perspiration with change of device's color (gel bleed), capsular contracture, baker grade ii, breast is hard but keeps normal appearance. Device has been explanted.